Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed. The devices have not been returned for evaluation, therefore, the four malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model u41502h22 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. The four malfunctions involved two patients with no patient consequences. One patient was reportedly a 60 year old male of unknown weight. The age, weight, and gender of the other patient was not provided.